Manufacturer narrative:
(B)(4).

Event description:
The patient reported an infection at the implantable neurostimulator (ins) where they cut the unit. The infection was not confirmed. It was not known what the strain was. The patient stated it started with an ¿s.¿ sepsis was mentioned. The site was cleaned up and after he finished the antibiotics he received, he was given another round and he finished those right before christmas. There was a partial system explant. The patient inquired if it was normal for the ins to be hot. Additional information received from the patient in response to follow-up reported that the patient was fine. They were treated for infection and the device was operating correctly. Relevant medical history included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had three surgeries because of infection. It was noted that the patient's first infection was in 2015 and the patient had a second infection probably two to three months after the first. Refer to manufacturer report #3004209178-2016-23934 for the report of this event involving another one of the patient's neurostimulators.